Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/13/2014 with the following findings: on (B)(6) 2014 black box recorded a ¿loss of prime¿ due to a zero force sensor reading. The pump was exercised at 24 hours at 1 unit/hour with no ¿loss of prime¿ warnings or other eaws observed. Investigators were unable to duplicate customer complaint. Checked force sensor calibration, pump was found in specification at 177. Pump was opened and force flex was inspected. The force flex was found to not be fully seated in the socket. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.